Manufacturer narrative:
The device was received for evaluation with a non-baxter (B)(4) spike attached. Visual inspection revealed a colorless rounded particle approximately 4.3 mm in size in the bag. The morphology of the particle was consistent with the membrane tube film. A razor blade was used to cut the administration port tube to examine the tube for the presence of the membrane film. The membrane film was found to be absent. The reported condition was verified. The cause of the condition was determined to be due to the insertion of the spike causing the membrane film to detach from the administration port tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter identified in a 150ml intravia empty container after spiking the bag. The customer stated that a small piece of plastic was ¿dislodged and has been found floating in the solution.¿ the bag had been filled with a pediatric stock solution and had been accessed using a 16 or 18 gauge needle. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.